Event description:
It was reported that an occlusion alarm occurred after customer changed the cartridge and infusion set. The customer changed the cartridge and infusion set again but the occlusion recurred multiple times resulting in a blood glucose (bg) level of "high." Later, the customer was able to deliver a bolus via the pump to address the bg without the occlusion alarm recurring. Customer's blood glucose level was successfully resolved and the occlusion alarm did not recur.